Manufacturer narrative:
A review of device history record (DHR) was conducted on bvt608010, lot# 551140. This lot was 100% visually inspected with no defects were detected that related to the reported complaint. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Event description:
This procedure was performed in (B)(6): customer reports that during a trellis case the distal balloon burst when inflated. Used another device without further consequence. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required. Nothing fell in the surgical cavity.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
Evaluation summary: the returned device exhibited kinking on catheter, 2.45cm from the tip of strain relief. Under magnification, crater was observed on distal balloon at the proximal ro marker region. No other unusual defects were observed. Additional investigation conducted: defect was confirmed. Crater on distal balloon observed.